Event description:
The electrode array reportedly was "bent" inside the cochlea during implant surgery. The patient reportedly experienced sound sensations on all electrodes at initial stimulation. The number of electrodes producing an auditory sensation decreased over time.